Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2009 and performed to specification up to the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of nonsensical durations were observed in the device memory between the (B)(6) 2016. The power ups may suggest the device was switching on automatically and the user was intervening by removing the pad-pak to power off the device rather than using the on/off button. No further log entries were recorded prior to receipt at heartsine. Investigation found the reported fault can be attributed to membrane failure. The power ups along with the measurements taken on the j11 connector would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in usage of device of this report.